Event description:
It was reported that during equipment testing at the user facility, the cordless driver high speed bur attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing at the user facility the cordless driver high speed bur attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The failure for overheating was not confirmed as the product is not available for evaluation.